Event description:
Follow-up x-ray showed the coupling screw backing out of the spiral blade and modular plate construct. Surgeon noted a gap in the connection between the coupling screw and the blade/plate where the screw appeared to have loosened. Pt healed and is asymptomatic. Surgeon does not plan to remove the device.

Manufacturer narrative:
Additional info has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.